Event description:
On (B)(6) 2010, the pt underwent endovascular repair for an abdominal aortic aneurysm measuring 63 mm in diameter, and was implanted with gore excluder endoprosthesis featuring the gore c3 delivery system. Final deployment of the trunk component was reported to have been just flush with the lowest (left) renal artery. It was reported that the proximal endo of the device was then ballooned using a 33 mm coda balloon. Balloon access had been gained through the contralateral limb access. The physician reports 4 mm distal migration of the trunk component. Gore determines this to be movement as the movement occurred intraprocedural, post deployment of the trunk. Additionally, the physician believes the distal movement of the trunk component may have been caused or contributed to by the movement of the gore dryseal sheath during access, the stiff-wire used to advance the coda balloon; and the subsequent ballooning of the proximal end of the trunk component. The maximum diameter of the pt's proximal landing zone just distal to the renal arteries was reported to range 26 mm, with a minimum proximal landing zone of 19.5 mm. The pt aortic neck angle was reported to be 5 degrees, with a proximal aortic neck length that measured 13 mm. The diameter at the level of the bifurcation measured 33 mm.

Manufacturer narrative:
A review of the mfg records for the devices verified that the lots met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.